Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to insert could not be tested as it was based on operational circumstances and the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the unspecified y connector/rotating hemostatic valve (rhv) during advancement, as resistance was noted, resulting in the reported difficult to advance. Further manipulation of the device during advancement/retraction likely contributed to ultimately causing the stent to dislodge. There was no damage noted to the sds during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat two unspecified coronary arteries. A 0014 unspecified guide wire was advanced with no reported issue. On attempting to advance a 2.25 x 18 mm rx multi-link 8 stent delivery system (sds) through an unspecified y- connector, resistance was met and the stent dislodged from the balloon. A pincer was used to retrieve the stent. Two unspecified sds were used to successfully complete the procedure. There was no adverse patient sequela and no delay in the procedure was reported. No additional information was provided.